Event description:
This complaint event was incorrectly submitted under the incorrect registration number. The report submitted was 1319211-2023-0008. In order to close out this record, this report is being submitted. The complaint event will be reported under the correct registration number reference 1317056-2023-00025.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
It was reported that a patient experienced an issue with their duramax bioflo dialysis catheter. It was recently noticed that the patient had "coatings" of the catheter material on the thigh from the catheter. The material has not rubbed off on the patient more than once. The patient was dialysing with fragmin 7500 e/hd, and the legs of the catheter were plugged with dura lock. The catheter was locked at 30% citrate. The catheter was removed and replaced with another duramax. The patient did not experience any adverse effects or harm due to this incident.